Event description:
Caller reported that insulin gauge displayed an amount different than expected. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.